Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hypotension, pericardiocentesis due to perforation and pericardial effusion. The right ventricular (rv) lead exhibited perforation. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the implant procedure position and placement difficulties were encountered. High impedance with unacceptable thresholds were noted on the rv lead.